Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next ez meter with serial # e984103, and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered.no information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that she performed blood glucose testing with the contour next ez meter and obtained readings of 402 mg/dl at 1:29 p.m. And 109 mg/dl at 1:37 p.m. A repeat testing was performed with a non-ascensia meter and a reading of 141 mg/dl was obtained at 1:37 p.m. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.